Event description:
The customer reported the ventilator primary alarm was inaudible with the alarm volume set at the maximum setting. The customer reported the ventilator was removed from the patient and the patient was placed on a different ventilator. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
(B)(6). Patient information was requested and the customer stated the patient information is not available.